Event description:
It was reported that "staples were found jamming during use on the patient." No patient harm or injury reported.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "staples were found jamming during use on the patient." No patient harm or injury reported.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis; the complaint was able to be confirmed by the photos. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the stapler revealed severely misaligned staples in the cover block. The stapler was returned with the trigger partially engaged and one staple was partially formed at the mouth of the cover block. Biological material was observed on the device. The stapler was received with 24 staples left in the cover block, indicating the customer fired at least 11 staples. The reported complaint of "misfire/jamming - multiple staples firing" was confirmed based upon the sample received and the customer photos. The stapler was returned with a partially engaged trigger. Upon functional testing, the stapler was fired into the air, and one fully formed, and one unformed staple released from the stapler. The stapler was fired again, but no staples formed, and the stapler had become jammed. The stapler was disassembled, and the bottom component was observed to be misaligned. The manufacturing site was contacted, and it was confirmed that the issue was the result of an improper hypersonic welding process. A non-conformance was opened by the manufacturing site to further evaluate this issue. Minor die casting anomalies were observed on the forming tool teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.